Event description:
On (B)(6) 2025, the user reported repeated dexcom g7 connectivity loss on the ilet bionic pancreas, while dexcom app readings remained uninterrupted. Despite firmware update and reconnection attempts, the issue persisted. A replacement ilet was shipped. No adverse glycemic events were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.